Manufacturer narrative:
(B)(4). Unable to determine a specific cause for the discrepant na result on (B)(6) 2009; no parts were replaced, a precision run was acceptable, and the issue did not recur. The discrepant results on (B)(6) 2009 were probably caused by the ict probe and ict syringes that were replaced by abbott personnel on site on (B)(6) 2009. Discrepant result, unknown cause. On (B)(6) 2009, the customer observed discrepant low na, k and cl results were generated on c8000 sn (B)(4) with ict module (B)(4) and ict sample diluent lot 70014hw00. Retesting the sample on the customer's other c8000 analyzer generated the correct results. No other samples or assay results were suspect. Abbott personnel on site when the issue occurred on (B)(6) 2009 reviewed the result and lls logs and found no evidence of bubbles or aspirations from empty reagent cartridges, and field service addressed this issue by replacing the aspiration pump 1 ml syringes and cleaning the outside of the ict probe. A review of the returned system logs found no error codes or evidence of any problems associated with the discrepant results on (B)(6) 2009. However, 6 days later on (B)(6) 2009 a discrepant high na result of 165 mmol/l was generated on c800718, and repeat testing on c800718 generated the correct results of 135. A precision run performed by the customer on (B)(6) 2009 was acceptable for na, k and cl. A review of system logs collected on (B)(6) 2009 verifies the initial result of 165 and the retest result of 135. However, the logs do not show any abnormalities or error codes associated with the suspect result. The complaint history for the customers analyzer (B)(4) found no recurrence of the issue. The complaint history revealed quarterly maintenance was due on or after (B)(6) 2008. A review of complaint and trending data did not identify a related adverse trend or issue for the c8000 system, the ict module, or the ict sample diluent. Labeling in the architect operations manual and ict package insert is sufficient with regard to the customers issue. Numerous probable causes and corrective actions for the customers issue are found under the observed problem erratic results, poor precision. Based on the available information, the probable cause of the discrepant low results on (B)(6) 2009 was a problem with the aspiration pump 1 ml syringes and/or the ict probe, which were both addressed on site by abbott field service. Based on the available information a specific cause of the discrepant high na result on (B)(6) 2009 could not be determined. Probable causes include the ict check value, syringe and tubing connections, and hardware failure. No other sample or performance concerns were noted, a precision run for na, k and cl was acceptable, and the discrepant result issue has not recurred. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the architect c8000 analyzer is generating erratic sodium (na) results on 2 patient samples. The account also provided the results for potassium (k) and chloride (cl). On patient #1, the initial results were na=119, k=3.0, cl=92. The sample was retested on another analyzer and the results were na=136, k=3.5, cl=100 (units of measurement are mmol/l). The sample was then tested on the blood gas analyzer and the na=138. The k and cl results were not tested. There was no impact to patient management reported.